Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient underwent a leg surgery. The family reports a performance decrease after this surgery.

Manufacturer narrative:
Additional information: according to the currently available information and in situ measurements taken after the reported leg surgery, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has not yet been received for investigation.

Event description:
The patient underwent a leg surgery. The family reported a performance decrease after this surgery. The patient has been re-implanted. The device has not been made available for investigation.

Manufacturer narrative:
Conclusions: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Other damages found during the investigation are likely related to the explantation procedure. The investigation results appear to match the problems mentioned in the recipient report. However, no correlation between the leg surgery and the current device failure is established. This is a final report.

Event description:
The recipient underwent a leg surgery. Afterwards, the family reported a performance decrease with the device. The recipient has been re-implanted.

Event description:
The recipient underwent a leg surgery. Afterwards, the family reported a performance decrease with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusions: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Other damages found during the investigation are likely related to the explantation procedure. The investigation results appear to match the problems mentioned in the recipient report. However, no correlation between the leg surgery and the current device failure is established. This is a final report. Note: this report was submitted on 01.feb.2018 but was mislabeled as follow up 4. The information remains the same but the imdrf codes have been updated for this resubmission.

Manufacturer narrative:
Additional information: according to the currently available information and in situ measurements taken after the reported leg surgery, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has not yet been received for investigation. This is a final report.

Event description:
The patient underwent a leg surgery. The family reported a performance decrease after this surgery. The patient has been re-implanted. The device has not been made available for investigation.